Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the infusion set was changed multiple times and the cartridge was changed as well. The customer's blood glucose (bg) level was 455 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer's bg level was lowering. System check could not be performed with tandem technical support as all the supplies were changed.